Event description:
A report was received that the pt's pocket site was relocated due to infection. The physician cleaned out the original pocket and re-implanted the ipg in a new pocket site. The physician did not believe the infection was device or procedure related and prescribed the pt antibiotics.